Event description:
The customer reported to olympus the evis lucera colonovideoscope, control head broken. The issue occurred during the maintenance. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that white contamination in the air and water channel. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: distal end adhesive fail, worn; electrical safety test not to specification; and control head not working. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the contamination could not be determined. The user was trained by olympus to perform reprocessing in accordance with the instruction manual. The instruction manual contains detection measures associated with reprocessing issues in ¿evis lucera gif/cf/pcf type 260 series operation manual chapter 3: preparation and inspection¿, and preventative measures in ¿evis lucera gif/cf/pcf type 260 series operation manual chapter 3: cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.